Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance which caused a lead safety switch. Pacing inhibition of greater than two seconds was also noted. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This lead remains in service.